Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
(B)(4). The reported field event of backup vvi was confirmed in the laboratory and was due to a power-on reset. Upon receipt, no communication could be established between the device and the programmer. The device was tested on the bench as well as using automated test equipment and an intermittent component connection on the hybrid was noted which is believed to have been the cause of the inability to communicate with the device. The cause of the reported backup vvi was an intermittent component connection on the hybrid.

Event description:
It was reported that the device was interrogated while still in the box and was found to be in back-up vvi mode. Device was not implanted. Patients condition was good.